Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during dwell 3/4. The technical service representative (tsr) explained the message to the home patient (hp). The tsr advised the hp to use manual bags. The tsr had the hp cycle power. There was no patient injury or medical intervention associated with this event.